Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the patient experienced ineffective therapy and high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
New information required a correction to b5 as the patient was experiencing ineffective therapy and also the h6 coding.